Event description:
It was reported that the sensation plus 50cc balloon catheter had difficulty going thru sheath upon insertion. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).